Event description:
The sheath between the dilator and the soft part of the tube slipped down, between the stomach wall while pulling it through.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval.